Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, e4, h3, h4, h6. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the results of the investigation the product has not been returned to qad of shirakawa plant and we cannot confirm the detailed condition of the product, and from the information obtained from the investigation results, we could not determine the presumed cause of occurrence of the phenomenon the image is not displayed on the scope, and vague lines are displayed on the screen. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. The cover of the irrigation port part cannot be removed. Equipment damage can result. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not touch the electrical contacts in the ultrasonic connector. Equipment damage can result. Do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasonic image. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchofibervideoscope had no image. The issue occurred during an unknown event. There were no reports of patient harm.